Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states the seat upholstery is sagging and they can feel the metal bars underneath.